Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 09/08/2016 reportedly stating that artrial threshold is high-4 v and device is programmed to trend 3.5, seeing loss of capture on presenting and during rythmiq event. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).